Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 6/30/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was implanted bilateral implants but she can¿t see up close, intermediate items, sees halos & can¿t drive at night. It was learned that she also has glares. The patient is so upset because her visual concerns have been going on since around the beginning of implanting of the intraocular lenses (iols) until now. The patient claims that the symptoms significantly interfere with her regular activities. She found another doctor who explanted her iol from her right eye (od). The doctor wants to wait so see how the patient does before potentially explanting the lens in the other eye. No other information was provided. This MDR report pertains to the od. A separate report will be submitted for the left eye (os).